Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering noted tearing and fragmentation of an internal rubber component of the seal. A clear plastic internal component of the seal was noted to be missing. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from the sales representative on march 27, 2017: the other instruments were not recalled because the piece of plastic was coming from the trocart, and fall inside the patient. The patient was not injured but the operating time was longer because of the removing of the piece of canula. Additional information received via email from the sales representative on april 25, 2017: after verification with the hospital, the sales rep confirmed that the transparent piece of plastic is not from the canula but slid inside the canula. Patient status: the patient was not injured.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed unknown - "during laparoscopy procedure, the operator observed a piece of plastic through the camera. The flexible transparent and small piece of plastic comes from the trocar. It sided along the trocar inside the threaded tube until the patient. Original: en effet, lors d'une procédure de coelioscopie, l'operateur aperçoit un morceau de plastique dans le champ de la caméra. Ce morceau de plastique souple transparent et de très petit volume provient du trocart. Il a glissé le long de ce trocart à l'intérieur du tube fileté jusque dans le patient. Le trocart en question a été conserve et nous le tenons à votre disposition pour analyse à la pharmacie du ch le mans."